Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed.

Manufacturer narrative:
(B)(4).